Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure mode was confirmed. Dextrose deposit was found inside the aic, which was also most likely deposited on the purge door hinge, preventing the opening of the purge cassette assembly door. The root cause of the stuck 'purge cassette assembly' door was most likely the dextrose deposit on the purge door hinge.

Event description:
The complaint has contacted cc because the flap behind which the purge cassette is located can no longer be opened. The switch for opening the flap is not working. It is also stuck in the housing.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.